Event description:
It was reported by the patient that she underwent a laparoscopic supra-cervical hysterectomy in 2005 and an unknown product was used. Post operatively the surgeon informed her that mesh was placed to hold everything up. The patient experienced discomfort which she attributed to cysts on her ovaries. In 2012, she had a laminectomy. After many months she had intercourse and felt extreme pain, ¿like a knife in her vagina" and she continues to have discomfort at times. The patient has obtained her operative report which does not show an implanted mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The procedure date was (B)(6) 2005. The patient has had pain off and on over the past several years since the surgery but had extreme pain in approximately (B)(6) 2012. She also experienced a distended stomach and inflammation in her body. The patient phoned the doctor¿s office and was told nothing was implanted in her. An internal medicine physician ordered a CT scan and an MRI to try and locate the adhesion barrier but it was not found. The patient was referred to an gastroenterologist. The patient reported that she has not had a new surgery performed to correct her condition. The patient was scheduled to see the gynecologist on (B)(6) 2015 for her complaint of daily abdominal and pelvic pain. (B)(4).